Event description:
It was reported that skin was sticking to the zimmer skin graft mesher. Additional info received through clinical f/u on (B)(6) 2010 indicated that the graft was torn up and an additional graft needed to be harvested to complete the case.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates the device is 8 yrs old and had not been returned for repair since (B)(6) 2008. A visual inspection found that the device had a damaged comb and worn sideplates. The cause of the reported issue is due to the damaged parts and a lack of preventive maintenance. The instruction manual states "the zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.